Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found insignificant anomalies and the device was functional.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0w50u, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) stopped working after the patient was shocked by lightning. Interrogation of the device was conducted and programming was not possible. The patient understood that it was not a defect in the product as it was due to a natural occurrence of lightning. The device was removed to be returned and was replaced with a new ins; the patient was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.